Event description:
It was reported the patient was revised due to an infection of the left hip.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.